Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate automatic mode switching episodes (ams) were reported due to cross-talk. Review of the session records indicated the ams was caused by far field r-wave oversensing. Reprogramming was recommended; however, the inappropriate ams could no longer be seen so no intervention was performed. The patient was stable.